Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a manufacturing record evaluation was performed for the finished device [m1908007] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary-according to the information provided, it was reported by affiliate via complaint submission that when press the first time the forward foot pedal the shaver blade( aggressive 4.0mm 5pk) did with the first turns metal abrasion. The complaint device was received and evaluated. The inner and outer sleeves were separated and inspected for any visual defects that may contribute to the complaint condition. The device had signs of friction and striation marks on the surface of the distal end of the inner blade. The friction marks indicate excessive friction between the sleeve and the inner blade, which could lead to metal shavings as reported. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the excessive friction between the inner blade and outer sleeve may have been caused by excessive lateral force being placed on the inner blade during use. However; this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: m1908007, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure, it was observed that the shaver blade aggressive 4.0mm 5pk device had metal abrasion at the first turn when the forward foot pedal was pressed the first time. The procedure was completed with a replacement of another lot number. There was no surgical delay. There were small metal fragments generated and remained in the knee joint of the patient. It was not reported if there was medical intervention or prolonged hospitalization. The current condition of the patient was unknown. No additional information was provided.